Event description:
It was reported that a tip detachment occurred. Vascular access was obtain via the right radial artery. The 50% stenosed, severely tortuous, mildly calcified target lesion was located in the right coronary artery(rca). A 6fr non-bsc guide catheter was advance. When they evaluated the left anterior descending artery and circumflex arteries with a different pressure wire, they had no issues and negative ffr-values. This comet pressure was selected; however, during insertion of the wire and with normal rotation the radiopaque portion of the tip detached 3cm from the tip and remained centrally in rca. There was no force or excessive rotation / pull in the wire. An attempt was made to extract the wire tip using micro-snare without success. In order to avoid harming the artery by aggressive manipulation, they chose to let the wire tip remain. The patient themselves had no discomfort and their current status is stable. The patient was prescribed clopidogrel plate inhibitors in addition to acetyl salicylic acid (which they already used) for the next 6 months.

Manufacturer narrative:
Medical safety review: the images provided are consistent with comet ffr wire separation. During pressure wire manipulation through the tortuous anatomy the tip likely became engaged in a small side branch. The fragment tip appeared to be oriented toward the ostium of a small atrial branch arising from a 180 degree curve before the target lesion. The separation may have occurred as the pressure wire was being torqued to negotiate a 180 degree bend while the wire tip was engaged in the side branch. Attempts to retrieve the fragment were unsuccessful. They elected to leave the 3cm fragment against the vessel wall. Blood blow through the vessel was normal throughout the procedure. The patient was treated with dual antiplatelet therapy despite no stent being deployed.

Event description:
It was reported that a tip detachment occurred. Vascular access was obtain via the right radial artery. The 50% stenosed, severely tortuous, mildly calcified target lesion was located in the right coronary artery(rca). A 6fr non-bsc guide catheter was advance. When they evaluated the left anterior descending artery and circumflex arteries with a different pressure wire, they had no issues and negative ffr-values. This comet pressure was selected; however, during insertion of the wire and with normal rotation the radiopaque portion of the tip detached 3cm from the tip and remained centrally in rca. There was no force or excessive rotation / pull in the wire. An attempt was made to extract the wire tip using micro-snare without success. In order to avoid harming the artery by aggressive manipulation, they chose to let the wire tip remain. The patient themselves had no discomfort and their current status is stable. The patient was prescribed clopidogrel plate inhibitors in addition to acetyl salicylic acid (which they already used) for the next 6 months.